Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with a bd insulin syringe with the bd ultra-fine¿ needle the cannula broke off. There was no reported patient impact. The following information was provided by the initial reporter: whilst preparing to remove the cap from the syringe, it was noticed that the needle was bent and just before the inoculation the need had snapped off the end of the syringe. This was very worrisome as we inject our cat twice a day with insulin and were very concerned that the needle might have snapped off and remained inside under the skin. Fortunately, no harm was done and no other needles have been faulty.

Manufacturer narrative:
H.6. Investigation: customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 0041266. Customer states that there was a bent and broken needle. The returned syringe was examined and exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end as well as on the free end, cracked epoxy and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the epoxy made this observation more apparent. No bent cannula was observed. A review of the device history record was completed for batch # 0041266 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bent cannula). Bending/re-straightening mode of failure caused during use of the product by the customer. H3 other text : see h.10.

Event description:
It was reported that during use with a bd insulin syringe with the bd ultra-fine¿ needle the cannula broke off. There was no reported patient impact. The following information was provided by the initial reporter: whilst preparing to remove the cap from the syringe, it was noticed that the needle was bent and just before the inoculation the need had snapped off the end of the syringe. This was very worrisome as we inject our cat twice a day with insulin and were very concerned that the needle might have snapped off and remained inside under the skin. Fortunately, no harm was done and no other needles have been faulty.